Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C61988) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), neuralgia ("neurological pain"), migraine ("migraines"), fatigue ("fatigue"), folate deficiency ("lack of folic acid despite supplement"), vitamin d deficiency ("lack of vitamin d despite supplement"), amnesia ("memory loss") and myalgia ("muscle aches"). At the time of the report, the genital haemorrhage, neuralgia, migraine, fatigue, folate deficiency, vitamin d deficiency, amnesia and myalgia outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, folate deficiency, genital haemorrhage, migraine, myalgia, neuralgia and vitamin d deficiency with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C61988) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), neuralgia ("neurological pain"), migraine ("migraines"), fatigue ("fatigue"), folate deficiency ("lack of folic acid despite supplement"), vitamin d deficiency ("lack of vitamin d despite supplement"), amnesia ("memory loss") and myalgia ("muscle aches"). At the time of the report, the genital haemorrhage, neuralgia, migraine, fatigue, folate deficiency, vitamin d deficiency, amnesia and myalgia outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, folate deficiency, genital haemorrhage, migraine, myalgia, neuralgia and vitamin d deficiency with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.